Event description:
On 7/27/2023, infutronix received a report that a pump abruptly powered off on its own without warning causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are other complaints on this device, complaint # (B)(4) in cq is an extension of this complaint, and complaint # (B)(4) in cq has been opened as it2024n-0354. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. Initial complaint of power off was confirmed.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are other complaints on this device, complaint # (B)(4) in cq is an extension of this complaint, and complaint # (B)(4) in cq has been opened as it2024n-0354. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. Upon review of the pump's event log, there were no abrupt power offs noted, but there were upstream occlusion errors as noted by the "e04" alarm codes, which can be seen below: "event 263: log_event_data time: 05:31:08 type: e04_pressure_data data_log_start eventbytes: 0b 31 08 00 20 00 00 64. Event 264: data: 5120 43520 43264 41995 eventbytes: 14 00 aa 00 a9 00 a4 0b. Event 265: data: 5120 41728 40704 40435 eventbytes: 14 00 a3 00 9f 00 9d f3. Event 266: data: 5120 39424 39168 38878 eventbytes: 14 00 9a 00 99 00 97 de. Event 267: data: 5120 38144 38144 37841 eventbytes: 14 00 95 00 95 00 93 d1. Event 268: data: 5120 36864 36864 36803 eventbytes: 14 00 90 00 90 00 8f c3. Event 269: data: 5120 36608 0 163 eventbytes: 14 00 8f 00 00 00 00 a3. Event 270: log_event_data time: 05:31:08 type: e04_pressure_data. Data_log_end. Eventbytes: 0b 31 08 00 20 01 00 65. Event 271: log_event_timpstamp time: 23/09/09 06:38:32 eventbytes: 02 23 09 09 06 38 32 a7 event 272: log_event_data time: 06:42:34 type: e04_pressure_data data_log_start eventbytes: 0b 42 34 00 20 00 00 a1." The alarm code for upstream occlusion was found several times in the log, see "sn (B)(6)". In order to help identify the power issue, the pump was tested with the following protocol from document number it-004-wi-003 for battery and power complaints: connect the pump to the administration set. 9.2. Power on the pump. 9.2.1. Passing criteria: the device powers on. 9.3. Select resume infusion. If not available, select new infusion. 9.4. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 9.5. Press the run/stop key to run the infusion. 9.6. Allow infusion to run to completion. 9.6.1. Passing criteria: infusion is able to complete with no issues. If all of the above passing criteria are met, the complaint is not confirmed and the device functions to specification. The investigation is concluded. If any of the above passing criteria are not met, continue with the following actions to attempt to determine a root cause for the failure. 9.7. Open the battery cover on the pump. 9.8. Replace the battery with a fully charged battery. 9.9. Re-perform the protocol defined in section 6.2. 9.9.1. If any passing criteria is met, root cause determined to be a battery with insufficient charge. The investigation is concluded. 9.9.2. If any passing criteria is not met, continue below. 9.10. While device is powered off, remove the 4 screws from the back side of the pump housing. 9.11. Disassemble the pump housing and visually inspect the internal component connections. 9.11.1. If any loose or damaged connections are identified near the battery connection, root cause is determined to be loose or damaged internal connection. The investigation is concluded. 9.11.2. If the failure is able to be replicated and/or confirmed, but no root cause can be established with the protocols defined in this procedure, document this on the investigation record and conclude the investigation. The current rx infusion was run on the pump which was a 500 ml infusion over 24 hours, which was able to complete successfully without powering off. Reported issue not found. It was also noted upon review of the pump that the pump has sustained serious physical damage, with the plastic housing being completely broken around the metal bar on the bottom of the pump. It is noted that the stickers on the back of the pump, including the qr code serial number sticker, are starting to appear rubbed off as well and getting harder to read. The analysis of the returned device is complete. This complaint was reviewed, and the return product evaluated and determined to be included in CAPA # it2023-15 for power/battery, CAPA # it2021-13 for upstream occlusion, and CAPA # it2023-19 for pump housing module.